Event description:
This report summarizes one malfunction event. A review of the event indicated that model dl900f denali filter system experienced difficult to remove, malposition of device, detachment of device, and material deformation. Of this event, the device was used on the patient but there was no reported injury. The 36-year old male patient¿s weight was not provided.

Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one year after filter deployment, patient underwent thrombolytic infusion with extensive unsuccessful efforts to remove the filter. The ivc filter was not well expanded and one leg of the filter was kinked protruding to the left paracaval direction. Extensive efforts were made to snare the apex of the filter which were unsuccessful related to the tip being embedded in the wall of the ivc. Three days later, venous pta noted significant thrombus burden with near complete occlusion of the ivc and left lower extremity and the ivc filter with a fragment noted. Approximately one year post ivc filter deployment, the patient underwent a successful retrieval of the filter and fragment using endobronchial forceps. Findings included a fractured denali ivc filter with a fragment that was slightly extraluminal and separate from the main filter with a small amount of thrombus within the filter. Therefore, the investigation can be confirmed for filter tilt, limb detachment, material deformation, perforation of the ivc and retrieval difficulties.per the medical records, an unsuccessful attempt was made to retrieve the filter. It was noted that the apex of the filter was clearly embedded in the wall of the ivc. This could have contributed to the retrieval difficulties. However, based upon the available information, the definitive root cause is unknown. The device is labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model dl900f denali filter system experienced difficult to remove, malposition of device, detachment of device, and material deformation. Of this event, the device was used on the patient but there was no reported injury. The (B)(6) year old male patient¿s weight was not provided. The dl900f denali filter system was not returned, limiting investigation. Also, the lot number was not provided, preventing a device history record review.